Event description:
The customer reported falsely elevated alinity I prolactin and provided the following example data: female patient data: customer normal values are: 5.18 - 28 ng/ml. Patient 1 initial result was 28.95 ng/ml and retest result was 19.7 ng/ml. Patient 2 initial result was 65.15 ng/ml and retest result was 28.3 ng/ml. Patient 3 initial result was 26.72 ng/ml and retest result was 19.1 ng/ml. Male data provided: customer normal values are: 3.46 - 19.40 ng/ml. The customer tested 3 male samples that were from reportedly healthy individuals and obtained the following results: 23.9, 9.67, & 19.62. No other info available for these patients. The customer reported lot 52220ud00 and lot 53599ud00 were on-board the analyzer when the discrepant results were obtained. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is for lot 52220ud00 & MFR number 3005094123-2023-00313 was submitted for lot number 53599ud00.

Event description:
The customer reported falsely elevated alinity I prolactin and provided the following example data: female patient data: customer normal values are: 5.18 - 28 ng/ml. Patient 1 initial result was 28.95 ng/ml and retest result was 19.7 ng/ml. Patient 2 initial result was 65.15 ng/ml and retest result was 28.3 ng/ml. Patient 3 initial result was 26.72 ng/ml and retest result was 19.1 ng/ml. Male data provided: customer normal values are: 3.46 - 19.40 ng/ml. The customer tested 3 male samples that were from reportedly healthy individuals and obtained the following results: 23.9, 9.67, & 19.62. No other info available for these patients. The customer reported lot 52220ud00 and lot 53599ud00 were on-board the analyzer when the discrepant results were obtained. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was completed as specimen sample was returned for testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential nonconformances, nonconformances, or deviations associated with the complaint lot and customer reported issue. Ticket search by lot identified lot 52220ud00 did have an increase in complaint activity, however the review of ticket and trending did not identify any trends. In house testing was performed on lot 52220ud00, which concluded testing met acceptance criteria indicating the product is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I prolactin lot 52220ud00.